Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged power issue began 2 weeks prior to contacting lfs. The cca noted that the pt manages her diabetes with insulin (no adjustments). The pt claimed she had less food and/or drink as a result of the alleged issue; however, it is not known if the pt made any changes to her insulin intake. On an unspecified date/time, after the alleged issue started, the pt reported feeling shaky. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter powered on manually and when a test strip was inserted. The alleged power issue was unconfirmed. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.